Manufacturer narrative:
The product was not returned for analysis. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
The physician stated that she had noticed a "silver optic material" that peeled away during her case. Additional information was requested.